Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of hypoglycemia and was hospitalized for overnight. Patient's wife reported that the patient gave himself too much insulin as he did not know he was connected while priming. Patient's blood glucose value at time of hospital admission was 25 25 mg/dl. The treatment for low blood glucose was IV fluids at the hospital. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.